Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was dropped and physically damaged. There was no patient use associated with the reported event. Upon evaluation, physio-control observed that the customer's device would not complete the boot-up process.